Event description:
The customer alleged they received a questionable total bilirubin (tbil) result for one patient on their c501 analyzer. The patient sample came from a pediatric heel stick. The customer stated the sample had slight hemolysis. The customer stated there were no issues with any other assays. All testing was performed on the same c501 analyzer. The initial tbil result was 0.53 mg/dl and it was reported outside the laboratory. The physician called questioning the result and asked for the sample to be repeated. On (B)(6) 2012, the repeat tbil result was 18.4 mg/dl. The customer stated the repeat result was close to the result from a subsequent sample from the patient. The customer stated there was a delay in treatment for the patient, but had no other details. The tbil reagent lot number was 66835201 and the expiration date was 11/30/2013. The field service representative (fsr) went on-site. It was discovered that the sample was foamy. The sample was allowed to sit and then repeated. The fsr ran a precision test that was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.